Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date, d4 UDI number and g5 are unavailable, g3: united kingdom.device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and device was in good condition with the exception of a bubbled downstream occlusion sensor seal. The reported issue was duplicated during functional testing. The investigation determined that an issue with the printed wiring assembly was the cause of the reported issue. The printed wiring assembly board was replaced to correct the issue. The downstream occlusion sensor seal was also replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump exhibited error code 44000, indicating software download. It is unknown if there was patient involvement, no adverse patient effects were reported.